Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order was not crossing over for 1 patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred because the order start time did not update in the system after the customer modified it in cerner, resulting in a discrepancy of approximately 20 hours between the reported time and the actual start time. A technical support specialist verified the order status using downtime and cce queries, confirmed the actual start time, and informed the customer about the discrepancy. The customer acknowledged that they had updated the start date in cerner, but the system did not reflect the change. The specialist advised the customer to contact the adt team regarding the update time issue and informed them that the case would remain open for 24 hours and be closed if no further issues occurred. The customer understood the situation, acknowledged the resolution steps, and agreed to monitor the case. No further issues were reported at the time of closure. The system functioned as intended after the technical support specialist completed troubleshooting.